Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g4; h2; h3; h6. Corrected: a2. Reported event was confirmed by review of medical records noting patient experiencing left hip pain with concern of metallosis. Blood workup revealed increasing levels of cocr. During the surgery, cloudy fluid encountered with no sign of infection. Tissues thickened but otherwise normal with abundant scar tissue present. Large area of bony erosion was debrided. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157446 ¿ m2a magnum head - 784260, 139256 ¿ m2a magnum taper ¿ 057990, 13-103206 ¿ taperloc stem ¿ 187410. Customer has indicated that the product will not be returned for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01889.

Event description:
It was reported that patient underwent a left hip revision approximately 10 years post implantation due to pain, elevated metal ion levels and concerns for metallosis. During the procedure, abundant scar tissue and bony erosions were noted. The shell was left intact and all other components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.